Manufacturer narrative:
The device has been received by baxter, and the evaluation has not yet been completed. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Manufacturer narrative:
Device evaluation: the reported condition of will intermittently not run secondary line even when set up was not confirmed or duplicated, therefore an assignable cause cannot be determined. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "pump will intermittently not run secondary line." This device utilizes user interface module master software version 6.13.90 categorized as remediated. (B)(4).

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump that will intermittently not run the secondary line even when set up, and was verified by two different nurses. The reported condition occurred programming/setup. No patient is involved. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.